Event description:
During chemotherapy nurse noted leaking around the exit site. On removal several holes were noted on the PICC line which had been inside the pt. Pt needed plastic surgery intervention and admission to hospital. Plastic surgery intervention to remove cytotoxic.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A lot history review (lhr) of rewc0110 showed no other similar product complaint(s) from this lot number.